Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the pump was working as expected earlier in the day, but after the patient went swimming the pump "died." A cs alarm was received and would not clear with multiple reboots. The reporter stated there was visible moisture in the pump and was unable to clear the alarm when the rewind step is attempted. The pump is being returned. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged power issue remained unresolved

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.